Manufacturer narrative:
Complaint conclusion: as reported, while attempting to inflate the balloon of a 5mm x 2cm saber .018 percutaneous transluminal angioplasty (pta) balloon catheter, the user noticed a small hole at the distal tip of the balloon which caused a leakage of contrast during inflation and prevented the balloon from remaining inflated. A 5mm x 20mm saber pta balloon catheter was used as a replacement. There were no reported injuries to the patient. The device was opened and prepped according to the instructions for use (IFU). The device was used to treat an aortic coarctation. The target lesion was 70-75% which mild calcification but no tortuosity. There were no difficulties removing any of the sterile packaging components. The device maintained negative pressure during preparation. A 4:1 saline to contrast ratio was used to prep the balloon. The device was able to be removed easily from the patient and was able to be removed in one piece. The device was not returned for analysis. A product history record (phr) review of lot 82275876 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during positive pressure¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. It is likely vessel characteristics of calcification and/or procedural factors may have contributed to the reported event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which are not intended to mitigate risk, ¿preparation 1. Attach a 3-way stopcock to the inflation port, which is marked ¿balloon¿. 2. Attach a partially filled syringe with heparinized saline to the stopcock, open the stopcock to the balloon and induce negative pressure. 3. Hold the syringe and proximal end of the catheter above the distal end of the catheter, and hold the balloon vertically with the balloon tip pointing down. 4. While maintaining negative pressure close the stopcock to the inflation port. Remove the syringe and purge the air. 5. To ensure air contained in the balloon and inflation lumen is removed, apply negative pressure twice as instructed and repeat steps 2-4. 6. Without twisting, slide the forming tube off the balloon. 7. Prepare an angioplasty inflation system with a 50% solution of contrast medium in sterile saline or similar solution. 8. Purge the air from the inflation device. 9. Connect the inflation device to the 3-way stopcock that is connected to the catheter inflation port, open the stopcock to the catheter and slowly fill the inflation lumen and the balloon will slowly fill with diluted contrast medium.¿ neither the phr review nor the analysis results suggest that the reported event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. H3 other text : the device was not returned for evaluation.

Event description:
As reported, while attempting to inflate the balloon of a 5mm x 2cm saber .018 percutaneous transluminal angioplasty (pta) balloon catheter, the user noticed a small hole at the distal tip of the balloon which caused a leakage of contrast during inflation and prevented the balloon from remaining inflated. A 5mm x 20mm saber pta balloon catheter was used as a replacement. There were no reported injuries to the patient. The device was opened and prepped according to the instructions for use (IFU). The device was used to treat an aortic coarctation. The target lesion was 70-75% which mild calcification but no tortuosity. There were no difficulties removing any of the sterile packaging components. The device maintained negative pressure during preparation. A 4:1 saline to contrast ratio was used to prep the balloon. The device was able to be removed easily from the patient and was able to be removed in one piece. The device will not be returned for evaluation.